Event description:
Reporter indicated that vns pt suffered a miscarriage following an increase in programmed parameters. The pt indicated that device settings were increased approximately 5 months ago and that afterwards, they suffered a miscarriage. Treating neurologist at the time of the event indicated that the pt suffers from a shizo-affective disorder and is very non-compliant wwth their drug regimen. The pt's dilantin level tested at 4, 22 and 1.8 on three different occasions over a period of two months and around the time of the alleged miscarriage. Additionally, neurologist indicated that the pt's device settings were last adjusted approximately 9 months ago and that he had reason to believe that the pt's pregnancy was a pseudo pregnancy. Investigation to date has been unable to confirm whether or not the pt was pregnant. Investigation to date has been unable to rule out vns involvement in the alleged miscarriage.